Event description:
It was reported that log file data revealed system controller internal fault alarms associated with ocp a open fault flags.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) is being evaluated for driveline power and communication faults. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 hours (07dec2023 from 21:32:50 ¿ 23:04:51 per timestamp). Driveline power fault, driveline communication fault, and controller internal fault alarms were active during this time. The ocp_a_open fault flags indicated that fuse a was open causing a disruption in power being supplied to the pump. At 22:04:22, com_b_fault flags also became intermittently active, and approximately 1 second later the pump stopped. These alarms and fault flags are consistent with the report that the driveline was cut, and the damaged. The controller was disconnected from power at 22:06:19 and was shut down at 22:06:25. The controller was reconnected to power at 22:48:50. The pump turned on at 22:49:48 after the com_a_fault, com_b_fault, and controller internal fault alarms resolved; however, pwr_a_broken and ocp_a_open faults remained active for rest of the file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. It was reported that during a driveline revision, the driveline was severed. The damage to the driveline caused the fuse a in the controller to be damaged. The controller is still able to provide power to the pump via the second power line (power b); however, due to the damage to the controller, the power a line is not able to provide power to the pump. There were no issues reported with the controller. The root cause of the event is addressed under the pump investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.